Manufacturer narrative:
Outcomes attributed to adverse event: updated "required intervention." Additional information received that this event caused temporary spo2 drop and required intervention. The device was received for evaluation and on pending investigation.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow up report. Visible on the screenshots and video attached that press o2 supply is rising up to the same level as the input pressure press o2 supply, alarm 388 no o2 dosing is active for one second and alarm 271 o2 supply failed. Alarm 379 no o2 dosing was triggered and has not been reset. O2 dosing was not possible and o2 suction had been activated. Informed customer that there is a defect on the inspiration block and the blocks needs to be exchange. Customer reports that he has successfully repaired the machine and will send back the defective block for analyzing.

Event description:
Customer reported that alarm 388 (no o2 dosing possible) had been active on this unit. O2 setting was 100% but the fio2 reading was 21% only (normal system reaction due to alarm). The patients spo2 and blood pressure temporary dropped. The customer received bag-valve mask ventilation while another ventilator was exchanged.